Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the per an office visit report from (B)(6) 2016, the patient had extreme constipation and had to push for a bowel movement. It was also reported that the patient had significant discomfort in her vagina. The patient had medication prescribed on (B)(6) 2016, instead of the previously reported date of (B)(6) 2016. The patient had a new culture sent. If additional information is received, a follow up report will be sent.

Event description:
It was reported that following the implantation of a monarc, the patient experienced a vaginal infection and persistent vaginal discharge. The patient was prescribed metrogel and diflucan on (B)(6) 2016. A patient had a culture sent/small amount of spotting was noted secondary to vaginitis. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. Additional information was requested, if received, a follow up report will be sent.